Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The filter board harness was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit is not detecting the flow sensors. There was no report of patient involvement.